Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was received in two pieces. Visual analysis revealed the distal tip was detached and the proximal portion of the guide wire was fractured. The distal tip measured approximately 1.25'. A small portion of the high torque sleeve was removed from the detached tip to verify the ccr joint (coil wire/core wire/ribbon) was intact. Microscopic inspection revealed the core wire was broken approximately 6.5¿ distally from the proximal adhesive ramp. Sem lab analysis concluded that the core wire fractured as a result of torsional overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a vessel recanalization treatment procedure, the guide wire tip became detached. The target lesion was located in the occluded, non tortuous and severely calcified distal anterior tibial artery. A non bsc guide wire was inserted, but was unable to cross the lesion. The 185cm journey guide wire was then advanced; however, while positioning, it was noted that the guide wire would not move. The guide wire tip became detached, but was able to be removed "after maneuvering with 2mm sterling balloon" catheter. The procedure was not completed. There were no additional patient complications reported and the patient's status is stable.

Event description:
It was reported that during a vessel recanalization treatment procedure, the guide wire tip became detached. The target lesion was located in the occluded, non tortuous and severely calcified distal anterior tibial artery. A non bsc guide wire was inserted, but was unable to cross the lesion. The 185cm journey guide wire was then advanced; however, while positioning, it was noted that the guide wire would not move. The guide wire tip became detached, but was able to be removed "after maneuvering with 2mm sterling balloon" catheter. The procedure was not completed. There were no additional patient complications reported and the patient's status is stable.